Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/11/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. The skin reaction was described as a red and dry patch in the shape of the sensor patch. On (B)(6) 2016, a doctor was consulted regarding the reaction and the patient was recommended the use of over-the-counter hydrocortisone as well as an over-the-counter lotion as site preparation. Additional patient information is not available. No product or data was provided for evaluation. However, a photo of the reaction was returned. The reported event of skin reaction was confirmed. A root cause could not be determined.